Event description:
During endoscopy problem of left shoulder, the tip of the suture anchor broke off. It was about 4mm in length and who not found in the joint region. X-ray did locate it in soft tissue. Physician decided not to retrieve fragment in the pt's best interest.